Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Surgeon didn't approve for return.

Event description:
Surgeons have reported issues resulting from the cutting block being too large for smaller patients. Issues reported include the pin is unable to reach patient's bone through the medial pinhole and the pin blocks the sawblade when the upper lateral pinhole is used.